Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that the impedance readings were greater than 4000 ohms in every combination. The patient could not remember exactly when they noticed that they were not getting bladder symptom relief, but stated it had been about 3 months - so about (B)(6) 2021. The cause of the impedances were unknown. The longevity status being "low" was caused by normal battery depletion. The patient's healthcare professional (hcp) planned to follow up with the patient and recommend a full replacement of the system. Device replacement was not yet scheduled. The system remained in the body of the patient. It was turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2021, the patient was scheduled for a programming visit with the manufacturer representative (rep) because the patient stated they were not getting any relief of bladder symptoms. The patient had urge incontinence and stated the frequency of their incontinence is the same as their baseline activity, prior to the interstim implant. The rep reported the patient's day voids totaled to 24 and their night voids totaled 5-6. The rep noted that the patient presented on c4/4.9v. The rep noted that the patient denied having any falls, infections or medication changes. The rep reported that the diagnostics/troubleshooting performed were on (B)(6) 2021, they performed an impedance check and the results of the impedance check (where they tested at 1.5v and 2.0v,) showed impedance issues in all combinations of the system. The rep stated that a therapy measurement test was performed and the longevity of the ipg showed "status: low." The interventions/actions that were taken to resolve the issue were that on (B)(6)2021, the patient's interstim stimulation level was lowered to zero and the interstim system was turned off. The patient's health care professional (hcp) was made aware of the impedance issues on (B)(6) 2021 and will follow up with the patient to recommend full replacement (lead and battery) of the interstim system. The rep noted that they had no further information at this time to reported and that the issue was not yet resolved.